Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing weakness in both lower extremities. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that dr. (B)(6) had retired. No further course of action and no further information can be obtained.

Event description:
A report was received that the patient was experiencing weakness in both lower extremities. The patient will undergo an ipg explant procedure.